Event description:
It was reported the pt was in a car accident and since his scs stimulation has become ineffective. Reprogramming attempts have been unsuccessful in regaining effective stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.